Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and the ipg successfully recharged over a four-hour cycle, and the device data logs (sys log) analysis indicated rapid depletion following the explant procedure. Upon opening the ipg, internal electrical measurements revealed an excessive sleep current, which confirmed damage to the application-specific integrated circuit (asic) chip. This type of damage typically results from exposure to electrocautery. However, the charging log review identified two issues contributing to the frequent charging and intermittent stimulation of the ipg: potential misalignment of the charger with the ipg, leading to a lower than expected charge current, and possible misalignment or inadequate ventilation, causing the charging to halt once a temperature threshold is reached. These issues are known to cause charging difficulties when users do not adhere to the instructions for use (IFU). The reported allegation that the patient was experiencing intermittent stimulation and had to charge the ipg frequently was confirmed. The ipg successfully recharged over a four-hour cycle. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg. Therefore, this investigation is assigned a probable cause of failure to follow instructions.

Event description:
It was reported that the patients stimulation was turning on and off without intervention and the ipg had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulation was turning on and off without intervention and the ipg had to be charged frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.